Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. Reportedly, the access site was routine in a clean groin and at a good angle. One needle did not present on deployment. Backdown of the needles to their original position was not successful. The patient was taken for surgical removal of the device. The vascular surgeon noted on cutdown that the needle that did not present in the barrel that presented outside the barrel. That needle was retrieved, the device was removed and the arteriotomy was closed using the pvs sutures. The patient did fine after the procedure. The device has not been rec'd by the MFR for evaluation. Review of manufacturing records for the lot number provided revealed no relevant deviations.